Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient did not experience any symptoms related to the implantable neurostimulator having broken wires. The consumer reported that the circumstances that led to the wires breaking were unknown, and that is just what she had been told, and what she understood. No steps had been taken to try to resolve the broken wires in the past, and none were planned to be taken, and the device was not working at the time of the report. There were no patient symptoms or complications reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3888-28, lot# l53899, implanted: (B)(6) 1998, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient still had their implantable neurostimulator (ins) from 1998 but it was ¿not working¿ because the ¿wires were broken¿. It was noted that the ins ¿did work for a few years¿. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.